Manufacturer narrative:
This report is to follow up with medwatch# (B)(4). The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
This report is to follow up with medwatch# (B)(4) & maude report# 4397255 investigation summary: we have tried to obtain the incident device for evaluation with no success. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. All gelport units are inspected 100% during the manufacturing process. Previous testing has shown that if the gelseal cap is not kept lubricated throughout the procedure, the gel can become tacky after repeated hand insertion and removal which can potentially lead to separation between the gel and the ring. The instructions for use (IFU) instructs the user to "apply sterile lubricant to the back of the glove hand, and then to the gelseal cap" and "to keep gelseal cap lubricated, apply a 50/50 mixture of sterile saline and lubricant to the gelseal cap." This document represents our final report.

Event description:
"The surgeon noted a gelport malfunction. There was about a one-half inch tear/break on the side of the gelport. The port was separating from the ring, resulting in loss of pneumoperitoneum. Device malfunction."